Event description:
It was reported that a patient using a dexcom g7 experienced a pairing failure where glucose values displayed on the g7 mobile application but did not display on the ilet, and after troubleshooting and education the glucose values appeared on the ilet. Symptoms included no reported adverse clinical effects and no alerts or alarms. Outcomes included no injury, no medical intervention, and no impact on daily activities. Investigation included technical troubleshooting with user guidance. Investigation of this case revealed that the device subsequently displayed glucose data after pairing support, indicating a temporary connectivity or communication issue. It was concluded that the event involved a resolved communication failure between the cgm and the ilet without patient harm and without the need for further clinical action.